Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. A batch review was performed for potentially associated lot numbers gd887695, gd886036, and gd885285. No defects or deviations were found during the batch reviews that could be associated with the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A peritoneal dialysis (pd) home patient (hp) contacted baxter technical service to request assistance in ending his peritoneal dialysis therapy session on the homechoice (hc) cycler because he has a very bad peritoneal infection and stated it is too painful to perform therapy on the hc. The hp stated he will do manual pd therapy tonight. No further information was received at the time of the call. On (B)(6) 2011, baxter product surveillance spoke with the patient's pd nurse (pdn) who confirmed that the patient had a recent episode of peritonitis. The pdn stated that the peritonitis was unrelated to a baxter product and declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.